Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: ni. Event description: only info available at this time is they hospital said the ca500 failed to fire the clip. I am seeking more info. Additional information was received from ama senior territory manager via email on 17-apr-2025. "Ca500 lot number: 1531670. It was in the office and was reported as not firing/clipping. This is all I have at the moment. Waiting on reply from hospital. [Name] details are on the for. I submitted". 23.04.2025 additional information received from senior territory manager via email: case date was (B)(6) 2025. Patient was not harmed. They grabbed another ca500 with a different lot number and worked correctly to complete the case. This is all the information they are supplying. Intervention: they grabbed another ca500 with a different lot number and worked correctly to complete the case. Patient status: patient was not harmed.

Event description:
Procedure performed: ni. Event description: only info available at this time is they hospital said the ca500 failed to fire the clip. I am seeking more info. Additional information was received from ama senior territory manager via email on 17-apr-2025. "Ca500 lot number: 1531670. It was in the office and was reported as not firing/clipping. This is all I have at the moment. Waiting on reply from hospital. [Name] details are on the for. I submitted". 23.04.2025 additional information received from senior territory manager via email: case date was (B)(6) 25. Patient was not harmed. They grabbed another ca500 with a different lot number and worked correctly to complete the case. This is all the information they are supplying. Intervention: they grabbed another ca500 with a different lot number and worked correctly to complete the case. Patient status: patient was not harmed

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as the returned unit passed testing and no relevant nonconformances were found. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. Correction to h6. Component code.